Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "the hematology clinic has had another issue with the tubing attached to a blincyto for a nimbus pump. It was leaking around the filter." Device operator was a registered nurse. Medication infused was blincyto. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.